Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was used on patient and patient¿s tongue got swollen. It was stated that the device was tested and the average temperature was around 75.2 degrees fahrenheit. It was reported that the issue was caused by pressure and there were fluids around the animal tongue.